Event description:
A customer contacted beckman coulter inc., (bci) regarding a false high creatinine result generated by the au681-02e clinical chemistry analyzer. The initial result of 5.32mg/dl was reported out of the lab. The patient was hospitalized, and the hospital ran a sample for creatinine; obtained result was 1.30mg/dl. The doctor notified the lab and a new sample was collected from the patient and tested for creatinine which gave a lower result. The lab then re-tested the original sample and repeated result was 1.53mg/ml.

Manufacturer narrative:
Qc was within specifications before the event. Based on available information, creatinine was calibrated with expired chemistry calibrator. A field service engineer (fse) was dispatched: the fse inspected the instrument and found a bent sample probe and r2 probe, which he replaced. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.